Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found multiple high alarms which displayed: downstream occlusion sensor. Visual and functional tests were performed, and an intermittent downstream occlusion (dso) sensor was found to be the cause of the problem. The dso sensor was replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion, had a blank screen and beeped for 5 minutes. Per reporter, this event occurred during testing and there was no physical damage. There was no patient involvement.